Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) level (536 mg/dl). A correction bolus was delivered to treat the bg. The customer resumed insulin therapy with the original cartridge.